Manufacturer narrative:
H3: product ID 97745 serial# (B)(6) was returned for product analysis. Analysis found the front case was cracked and the main board battery contacts were broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that the controller screen is broken and will not turn on or charge since 6 months ago. Agent had pt reset the controller. Agent asked - pt stated controller was dropped and screen broke. Caller did not see any visible damage to the battery pack. Pt mentioned they would have to squeeze the controller when plugged into the ac power supply cord in order for controller to charge. At the end of the call, pt stated the screen came on. An email was sent to the repair department to replace the controller and ac power supply.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. References the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 serial: (B)(6). Product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.